Manufacturer narrative:
Device evaluated by MFR: the device returned is separated in two sections at the half of the catheter working length. Moreover, the device hub of the device was inspected and no anomalies or damages were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 01sep2015. It was reported that a leak occurred. While utilizing a flexima device, it was noted that the device was found to be leaking at the lock portion of the catheter. There were no patient complications reported. However, device analysis revealed a catheter separation.